Event description:
The account alleged the brakes were not locking. No pt impact.

Manufacturer narrative:
The technician found brake pedal was positioned under the frame constricting the ability to fully set brake. The technician adjusted the wheel and applied a good amount of pressure to resolve the issue.